Event description:
Event description cpi received information that this sweet tip lead was removed from service. The information indicates that when the lead was implanted in 7/97, it was positioned directly against the case of the implantable pulse generator. A 7 cm insulation abrasion with blood in the lead was noted. The physician elected to remove the lead from service.